Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry. Note: the breast asymmetry was due to pectus excavatum with scoliosis. However, since this event required medical device removal it will conservatively reported to FDA as a medical device removal. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast surgery with a mentor memorygel breast implant 490cc and suffered from a left breast asymmetry on the left side. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 350cc on (B)(6) 2020.